Event description:
It was reported that the ventilator shut down with a sram alarm while connected to the pt. No reported harm to the pt.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run, initial checkout and all alarm testing. Internal inspection revealed no anomalies. Analysis of the event trace revealed the ventilator had several "intrrpt" alarm conditions and a single post alarm condition. The event trace also revealed several ln vent1 alarm conditions due to a battery empty condition. The main board and memory board were replaced as a precaution.